Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screw skived inferior on the left side of l5. The deviation was between 3.5mm and 10mm. The screw still said it was to plan, but it stopped screwing in further and the manufacturer representative stopped it and took an image. The surgeon found the tap hole and its trajectory were accurate. The surgeon corrected the screw by hand and everything else in the case was good. The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts available for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.